Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat an atrial fibrillation, a crbs polarsheath was selected for use, however after the sheath was inserted and the dilator was removed, when trying to aspirate the sheath, air was seen. It is unknown if the stopcock was at the correct orientation at the time of aspiration, but there was no fluid in the side port either. The physician had trouble with transseptal. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to return, it was discarded at the facility.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete unique identifier (UDI) # and to correct discrepancies with product information in the gudid database. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat an atrial fibrillation, a crbs polarsheath was selected for use, however after the sheath was inserted and the dilator was removed, when trying to aspirate the sheath, air was seen. It is unknown if the stopcock was at the correct orientation at the time of aspiration, but there was no fluid in the side port either. The physician had trouble with transseptal. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to return, it was discarded at the facility.